Manufacturer narrative:
Additional information was received that the patients incision had completely healed.

Event description:
A report was received that the patient had seroma at the pocket site. The physician placed a wound vacuum-assisted closure (vac) on the patient.

Event description:
A report was received that the patient had seroma at the pocket site. The physician placed a wound vacuum-assisted closure (vac) on the patient.